Event description:
Report received from the USA stating that the ¿cord was cut.¿ the reporter was unsure on how the cut on the cord occurred. The event was not related to surgery. There were no injuries reported. There was no add¿l info provided.

Manufacturer narrative:
The device has been received by anspach. If add¿l info is received, a supplemental report will be sent.